Event description:
The customer noted elevated magnesium generated from architect analyzer. The customer provided the following data: on (B)(6) 2025, patient sample ID (B)(6) initial result was 2.85, & repeat at 0.81 mmol/l. The customer reported that the initial result of 2.85 mmol/l was corrected. Patient historical result was 0.83 mmol/l. The patient does take vitamins and a magnesium supplement. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, cleaned and aligned the nozzle, dry (rohs) which resolved the issue. Issue resolution was confirmed with passing quality controls and precision runs. No additional discrepant magnesium result issues have been reported since the service activity was completed. An instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic magnesium patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending did not identify an increase in complaint activity for the nozzle, dry (rohs). A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer noted elevated magnesium generated from architect analyzer. The customer provided the following data: on (B)(6) 2025, patient sample ID (B)(6) initial result was 2.85, & repeat at 0.81 mmol/l. The customer reported that the initial result of 2.85 mmol/l was corrected. Patient historical result was 0.83 mmol/l. The patient does take vitamins and a magnesium supplement. There was no reported impact to patient management.